Manufacturer narrative:
The aj9023 jar came apart during anaerobic cycle due to over-pressurization. Jar tube update kit was sent to customer on so# (B)(4) in march 2017. The jar tube update kit contains a pressure relief valve which should be installed within the jar tube assembly, in order to provide pressure relief in the event the gas pressure is ever high enough to cause the jar to over-pressurize. The customer disposed of the damaged jar, so further investigation of the assembly cannot be performed. The customer also did not provide photos. A field service engineer went on-site on 19feb2021 to ensure all jar tubes in use now have pressure relief valves installed, the rest of the customer jars are not damaged, and that the anoxomat ii system itself is fully functional.

Event description:
An aj9023 jar came apart during anaerobic cycle due to over-pressurization. The jar was shipped to the customer on 01 feb 2013. The maintenance and use agreement for the anoxomat jars states the jars useful life is 500 cycles or 5 years.